Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. The blood glucose at the time of the incident was 160 mg/dl. The insulin pump passed the displacement test and high-pressure test, but then alarmed again during prime. The customer indicated that the no delivery alarms would occur on the second day of infusion set use. The customer had tried all remedies. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.